Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) exhibited loss of telemetry during cautery usage. It was noted that the link module was disconnected and had to be reinterrogated. After the system was able to be reinterrogated, it was discovered that the system mode switched despite there being no fast atrial rates. It was also noted that an lp reset occurred via watchdog mechanism. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) exhibited loss of telemetry during cautery usage. It was noted that the link module was disconnected and had to be reinterrogated. After the system was able to be reinterrogated, it was discovered that the system mode switched (ams) despite there being no fast atrial rates. Programming changes were performed to restore normal device function, and the implant was successful. Upon reviewing the lp log post case, it was observed the ams was not appropriately logged by the system. Also, it was noted that an lp reset occurred via watchdog mechanism. The patient was in stable condition.